Event description:
It was reported that a malfunction alarm occurred. Customer did not address the alarm and the customer went to the emergency room on (B)(6) 2024 with a blood glucose level of 478 mg/dl. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.